Event description:
It was reported that a vns patient had their magnet mode stimulation turned off because the magnet swiping was not working and the patient reported that they were experiencing an increase in seizures with the magnet stimulation. The patient had requested magnet mode to be turned off. Follow-up to the physician's office revealed that systems diagnostics at the (B)(6) 2014 visit were normal, but magnet mode diagnostics had not been performed. No additional relevant information have been received to date.

Event description:
The physician reported that he has not interrogated the patient's device since the patient's report of the events and the last time the patient had visited the office was on (B)(6) 2014. No additional relevant information has been received to-date.